Manufacturer narrative:
Continuation of d10: product ID a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that when they went to take a bolus, the handset connection will go up to 90% and then it took like five minutes to finish the connection. The patient stated that this started to get a little ridiculous because in the middle of the night, they were up for five minutes trying to take the bolus. The agent walked patient through clearing the data from the handset. The patient was able to connect to the pump and see that they have eight minutes for a lockout and the connection was much faster. The agent suggested that patient call back if they need further assistance. The troubleshooting steps that were taken on the call resolved the issue.